Manufacturer narrative:
The device lot number was not reported; therefore, manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name - (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600¿m laser fiber was used during a thulium laser enucleation on the prostate (thulep) procedure on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the laser fiber body was found broken. Reportedly, the laser fiber had been used and re-sterilized 2 times. The procedure was completed with another lighttrail reusable 600¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.